Event description:
It was reported to boston scientific corporation in 2008 that a radial jaw 4 single-use biopsy forceps jumbo device was used during a procedure performed six days prior (male patient; age and weight are unknown). According to the complainant, while prepping for the procedure, it was noticed that there was a metal piece sticking out from the forcep tip of a radial jaw 4 single-use biopsy forceps jumbo device. That device was not used, and the procedure was completed with another radial jaw 4 single-use biopsy forceps jumbo device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual inspection of the returned device revealed that the device was received with the washer tail bent. A dimensional inspection revealed that there aren't any wires broken. A functional inspection revealed that the device could be opened and closed properly, despite the tail bent condition. The cause of the damage is undetermined. A review of the device history record for the pertinent lot was performed; no anomalies were noted.